Manufacturer narrative:
The complaint record associated with this medical device report was re-evaluated on (B)(6) 2015 and was determined to be a duplicate record. This event was reported previously on MDR #1720753-2015-02568.

Event description:
The customer reported the cine disc failed as well as a motion error and there was a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.